Manufacturer narrative:
(B)(4). The patient's height was reported as (B)(6). The patient passed away on an unspecified date in (B)(6) 2014. Reporter additional information zip code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. Peritoneal dialysis therapy had been discontinued prior to death (twenty-five days prior to receipt of this report). No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue is undetermined. Should additional relevant information become available, a supplemental report will be submitted.